Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including an ipg, on (B)(6) 2011. It was reported that the patient lost stimulation while he was using a microwave. He stated that he had not tried to turn his stimulation back on. No further information is available at this time.